Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided complete instructions for resetting the pump, and the caller successfully started their sensor session without further error code issues.